Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit displayed a black screen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of manufacturer: 05/15/2018. Date of report: 09/22/2018. (B)(4). The service technician replaced the back light inverter to address the reported problem.